Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The consumer reported issues with 2 freestyle libre 2 sensors, one with known serial number and one with unknown serial number. This report covers both sensors. As the customer reported product issues on various dates, the date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a notification from a FDA consumer complaint coordinator, office of human and animal food operations east, division 1, which reported the following information: a customer reported a reading issue and error message with 2 adc devices. With one of the adc devices, the customer reported unspecified inaccurate readings, and additionally being unable to obtain readings. With the second adc device, the customer reported a low sensor reading of "below 50 [mg/dl] compared to capillary result of 129 mg/dl, and another instance of unspecified inaccurate sensor reading. There were no adverse symptoms reported due to the reported issues, and no report of third-party intervention. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Section h4 (device mfg date) was updated based on returned product download. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section h4 (device mfg date) was incorrectly documented in previous report. Correction has been made.

Event description:
Abbott diabetes care received a notification from a FDA consumer complaint coordinator, office of human and animal food operations east, division 1, which reported the following information: a customer reported a reading issue and error message with 2 adc devices. With one of the adc devices, the customer reported unspecified inaccurate readings, and additionally being unable to obtain readings. With the second adc device, the customer reported a low sensor reading of "below 50 [mg/dl] compared to capillary result of 129 mg/dl, and another instance of unspecified inaccurate sensor reading. There were no adverse symptoms reported due to the reported issues, and no report of third-party intervention. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a notification from a FDA consumer complaint coordinator, office of human and animal food operations east, division 1, which reported the following information: a customer reported a reading issue and error message with 2 adc devices. With one of the adc devices, the customer reported unspecified inaccurate readings, and additionally being unable to obtain readings. With the second adc device, the customer reported a low sensor reading of "below 50 [mg/dl] compared to capillary result of 129 mg/dl, and another instance of unspecified inaccurate sensor reading. There were no adverse symptoms reported due to the reported issues, and no report of third-party intervention. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed.  All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a notification from a FDA consumer complaint coordinator, office of human and animal food operations east, division 1, which reported the following information: a customer reported a reading issue and error message with 2 adc devices. With one of the adc devices, the customer reported unspecified inaccurate readings, and additionally being unable to obtain readings. With the second adc device, the customer reported a low sensor reading of "below 50 [mg/dl] compared to capillary result of 129 mg/dl, and another instance of unspecified inaccurate sensor reading. There were no adverse symptoms reported due to the reported issues, and no report of third-party intervention. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a notification from a FDA consumer complaint coordinator, office of human and animal food operations east, division 1, which reported the following information: a customer reported a reading issue and error message with 2 adc devices. With one of the adc devices, the customer reported unspecified inaccurate readings, and additionally being unable to obtain readings. With the second adc device, the customer reported a low sensor reading of "below 50 [mg/dl] compared to capillary result of 129 mg/dl, and another instance of unspecified inaccurate sensor reading. There were no adverse symptoms reported due to the reported issues, and no report of third-party intervention. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.